Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The sample in question had an ise chloride result of 95 mmol/l and an ise potassium result of 4.6 mmol/l.

Manufacturer narrative:
The ise sodium electrode lot number was 21533541 with an expiration date of 06/06/2014. A specific root cause could not be determined. As only sodium was affected, the most probable root cause is contamination by sodium.

Event description:
The customer reported that they received erroneous results for two patient samples tested for ion selective electrode (ise) sodium. Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 227.66 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 130.39 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. After initially testing the sample and before repeating the sample, the customer noted there were issues with calibration. The customer was advised to check o-ring placement between the electrodes and all o-rings were present. The customer was also advised to change probe c and recalibrate. The customer recalibrated and recalibration was successful. The sample was repeated after this successful calibration. The field service representative was unable to determine a cause and could not duplicate the problem. The customer had replaced solution one and replaced a probe prior to the field service representative's arrival. As a preventative measure, the field service representative flushed the ise waste system and reseated several pinch tubes. He performed ise calibration in diagnostics and results were acceptable. He performed a pipetting accuracy check and results were within specifications.